Event description:
It was reported that the mesher is bent and causes incomplete mesh grafts. The event occurred during surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. At investigation it was noted that the cutter failed the sample mesh test due to an incomplete mesh.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined he cutter failed the sample mesh test due to an incomplete mesh. The cutter does not meet the zimmer test cut acceptance criteria; however, the repair was not completed because cutters are not repairable. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Additional related reports: 0001526350-2023-01295-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.